Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump no longer alerts them when insulin is low in cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: the last low cartridge warning is recorded in the black box on (B)(6) 2014, no activity outside of normal use is observed. The total daily dose adds up and reflects the programmed basal rate target. The pump reflected 24u after a 24hr on 1u/hr duration test, ¿cs178¿ low cartridge warning threshold was set to 20u and the warning was stimulated. The pump gave the appropriate audible and visible ¿low cartridge¿ warning; the alarm history recorded the warning at the correct time and order. The product performs within specifications. Investigators were unable to duplicate ¿unusual issue¿ complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.